Event description:
Customer was rotating detector head with hand control when hand control was released, detector continued to rotate. Pt touch sensor did not stop rotation. E-stop on gantry did not stop rotation.